Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received with the head broken off and all teeth broken off. The surface of the broken instrument is homogeneous and is a result of original conform material condition. The DHR review shows that the manufacturing process has been according to the specifications as well. A review of the device history record did not show conditions that could have contributed to the reported event. The breakage is possibly indicative of a mechanical overloading during usage. No product or material related condition was found. This complaint is deemed invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Event description:
It was reported that during a scheduled femur screw removal, the end of the reamer broke off the hollow reamer. All broken pieces were retrieved from the wound. The surgeon completed the procedure without further incident.

Event description:
This is report 1 of 1 for this complaint (B)(4).